Manufacturer narrative:
Analysis of returned product revealed corrosion within the handle of the device that have caused a material degradation that leads to the breakage of the solder ball from the pull wire, making impossible the curve actuation. Functional inspection failed since there was no movement of the tip during thumb-slide actuation. Dimensional inspection failed since the curve was found out of specification due to there was no movement of the tip during thumb-slide actuation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that shaft break occurred. A polaris x was selected for an ablation procedure; however, it was noted that the catheter shaft broke. The procedure was completed with another catheter. No patient complications reported.

Event description:
It was reported that shaft break occurred. A polaris x was selected for an ablation procedure; however, it was noted that the catheter shaft broke. The procedure was completed with another catheter. No patient complications reported.